Event description:
Motor leaked oil into surgical site. Details were not known, but it is expected that excess irrigation was used. Incident report indicated that "midas rex drill used for laminectomy had leaked oil over surgeon's gloves. Not noted if any oil had entered patient's incision". Procedure was lumbar laminectomy to treat herniated l5-s1 disc on left side.